Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device was unexpectedly shut down during the case. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a power failure had occurred on the station, causing a reboot. A field service engineer verified with the customer that the station had recovered successfully, and the power supply was working normally. The customer also verified that the station was working normally in the application. The system functioned as intended after the field service engineer repaired the device.